Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone and unknown operating system. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness and trembling. The customer was unable to self-treat, requiring healthcare professional (hcp) administration of a glucose injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss with freestyle librelink application. Smartphone compatibility with the use of freestyle librelink and the unknown phone and unknown operating system has not been tested at the time of the investigation. The lack of a device model, operating system, and app version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so d4: model # is for ios. D4: model # has been populated for the freestyle librelink ios application as this report concerns an oman customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.